Event description:
It was reported that during an extraction procedure at the user facility the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is not possible to determine the cause of the reported malfunction without an eval of the device. Add'l info will be submitted when the device is received, and if add'l info is received and requires reporting.